Manufacturer narrative:
Section d4, catalog number: corrected. Section g2: corrected. Section g4, PMA/510(k) #: corrected. Section h6, medical device problem code: corrected. This event occurred at papworth hospital nhs trust in cambridge, england. Manufacturer's investigation conclusion: the reported event of the centrimag console not reading a pressure value was not confirmed. The returned centrimag console was evaluated at the european distribution center on (B)(6) 2024 alongside known working test centrimag equipment without any issues or atypical alarms produced. A full functional checkout was performed, and the unit passed all tests without any issues. The serviced and tested unit was returned to the customer site after passing all tests per procedure. A log file was downloaded from the returned centrimag console; however, no data from the reported event date was observed. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the centrimag console, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual (rev. L) section 9 ¿ ¿emergencies/troubleshooting provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. L) section 11.1 ¿ "appendix I ¿ 2nd generation centrimag primary console alarms and alerts" cover all alarms (auditory and visual), and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the pressure ports were not recognizing the connection. It did not appear on the screen in the menu. The issue could not be resolved.

Event description:
It was reported that the centrimag console did not recognize the pressure cables. The pressure cables were swapped and the issue persisted. This occurred during set up and there was no patient involvement.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Section e1: reporter address line 1: (B)(6) section e1: reporter postal office or zip code: (B)(6).